Event description:
A device reset occurred in 2008 for the subject device, however, it was not reported at that time. Follow-up performed on (B)(6) 2013 also displayed a warning related to abnormally low atrial lead impedance on (B)(6) 2013.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.